Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd nurse reported the patient does not adhere to hand washing procedures during the pd exchange. Therefore, based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse. Touch contamination is also a well-documented risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse reported that a patient had peritonitis. The nurse reported that on (B)(6) 2020 the patient had a pd culture obtained in the outpatient pd clinic, which yielded growth of gram-negative bacilli (organism not reported). The patient was treated with ceftazidime, 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering from the event. Per the nurse, the peritonitis is not related to any issues with fresenius device or product. Reportedly, the patient does not adhere to infection control procedure during pd treatments. The nurse indicated the peritonitis event was related to poor handwashing and touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.